Event description:
It was reported that the patient presented remotely via merlin.net alert for securesense non-sustained right ventricular oversensing (nsrvo) alert (1x episode on (B)(6) 2024) on the medtronic lead suggesting oversensing of a small non-cardiac signal or possible t-wave. The tm spoke to the patient, and they have been using a tens machine and suspected to be the cause of external noise. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).